Event description:
It was reported that an incident occurred with a bipolar connecting cable during a hysteroscopy. The cable was used with an erbe electrosurgical model vio 3 (esu/generator) (part number 10160-000, serial number (B)(6). No information was provided regarding any other accessories or equipment settings used in the surgery. During the hysteroscopy, the bipolar cable sparked at its proximal end near the instrument. No injuries to the patient or user were reported as a result of the cable spark.

Manufacturer narrative:
The erbe electrosurgical unit (esu/generator) and bipolar connecting cable were returned and evaluated. The findings were as follows: esu the generator was thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the esu. In addition, no anomalies were found in the device history record (DHR) of the involved generator. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Bipolar connecting cable the connecting cable was thoroughly inspected. It was nine (9) years old and had been used 93 times. Visually, the cable was broken at the instrument connection point (i.e., at the area of the sparking). There were no signs of melting or burning of the insulation. The copper conductor/wiring showed minor signs of melting at the breach. Based upon the investigative work, the break was most likely caused by its age, numerous reprocesses, and tensile stress during over the course of use in many procedures. The bipolar connecting cable notes on use, instructs the users to check the cable for damage of the insulation and it recommends checking the electrical conductivity (interruption) before each use. Erbe USA, inc. Is now closing the file on this event.